Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Prior to implant while still in the box, the device was interrogated, and no battery voltage was displayed. The device was not implanted and no patient was involved.

Manufacturer narrative:
Additional information: d10, h3, h6 as received, the device was at beginning-of-life (bol). The battery voltage was displayed, and the battery current was blank which is normal for ship settings. The device was then programed to nominal settings for the remainder of the analysis. After all electrical test performed including thermal and mechanical stress, the device exhibits normal device characteristics with a battery voltage at bol level. Longevity assessment was performed, and the device was in the normal range of operation with appropriate remaining longevity. The complaint of no battery voltage was not confirmed.